Manufacturer narrative:
It was reported that the device would be returned for evaluation; however, the pump was never received and no further information was provided. A correlation between the device and the reported pump power elevations and suspected device thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 10 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital with shortness of breath and high pump powers. The patient was started on IV heparin therapy. There was no decrease in pump power observed. Administration of a tissue plasminogen activator was not considered due to the risk of bleeding. An echocardiogram was performed and thrombus in the left ventricle apex and inflow were observed. Flow through the pump was not sufficient and the aortic valve was opening with every heartbeat. Right ventricular function was ok. The patient's blood pressure was 130/50 mmhg and heart rate was 107 bpm. The patient's lactate dehydrogenase (ldh) levels increased from 3079 u/l to 6556 u/l. The patient required hemodialysis after a decrease in urine output. It was decided to stop the pump and allow it to fully thrombose. The pump was stopped and the patient was weaned from support on (B)(6) 2016. After weaning, the patient's clinical condition was stable. Approximately 12 days later, the patient underwent a pump exchange on (B)(6) 2016.